Event description:
It was reported that the target lesion was located in the circumflex (cx). The xience pro 2.75 x 15 mm was advanced to the lesion without pre-dilatation, with no resistance or difficulties. When the stent delivery system (sds) balloon was attempted to be inflated, it was not possible to pressurize the sds balloon. The stent was retracted together with the guiding catheter. After removal, it was noticed that the stent was no longer on the sds balloon. The stent was not located and it was not certain if the stent was retracted in the guiding catheter. A new xience pro stent was placed without any problems. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis; stent dislodgement and the reported difficulty with inflation were confirmed. Based on a visual and functional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience pro, everolimus eluting coronary stent system, instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is unlikely the failure to pre-dilate contributed to the reported difficulties.

Manufacturer narrative:
(B)(4) - no pre-dilatation. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.